Event description:
It was reported that the patient experienced migration of the pump component of this artificial urinary sphincter (aus) to an area beneath their scrotum making it inaccessible. The patient stated the issue was the result of redundant tubing and suspected it was also wrapped around or tugging on a testicle due to symptoms of cramping and severe pain. Despite the reported symptoms, the patient stated the device was functioning as intended and they remained continent. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
B3. Date of event is approximate.

Event description:
It was reported that the patient experienced migration of the pump component of this artificial urinary sphincter (aus) to an area beneath their scrotum making it inaccessible. The patient stated the issue was the result of redundant tubing and suspected it was also wrapped around or tugging on a testicle due to symptoms of cramping and severe pain. Despite the reported symptoms, the patient stated the device was functioning as intended and they remained continent. A revision procedure has not yet been scheduled.

Manufacturer narrative:
B3. Date of event is approximate. Investigation summary: based on the information available, the cause that contributed to the reported migration and pain could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. There is no evidence that the device was used or handled improperly device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation cannot be confirmed. Investigation conclusion: based upon medical review assessment, the data reasonably suggest the clinical event migration, pain, and redundant tubing causing difficulty to access for patient is anticipated in nature and severity as per the IFU and ha. Risk review and labeling review identified that the adverse events of pain, migration and length too long are known risk of the device. The allegations of pain, migration and length too long are unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to pain, migration and length too long, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient experienced migration of the pump component of this artificial urinary sphincter (aus) to an area beneath their scrotum making it inaccessible. The patient stated the issue was the result of redundant tubing and suspected it was also wrapped around or tugging on a testicle due to symptoms of cramping and severe pain. Despite the reported symptoms, the patient stated the device was functioning as intended and they remained continent. A revision procedure has not yet been scheduled.

Manufacturer narrative:
B3. Date of event is approximate there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced migration of the pump component of this artificial urinary sphincter (aus) to an area beneath their scrotum making it inaccessible. The patient stated the issue was the result of redundant tubing and suspected it was also wrapped around or tugging on a testicle due to symptoms of cramping and severe pain. Despite the reported symptoms, the patient stated the device was functioning as intended and they remained continent. The patient underwent surgery to unwrap the tubing from his testicle. No further patient complications were reported.